Event description:
It was reported that prior to an angioplasty procedure, the pta balloon allegedly had labelling issue. There was no patient contact.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiry date: 02/2024).

Event description:
It was reported that prior to an angioplasty procedure, the pta balloon allegedly had labelling issue. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: the device history records were reviewed and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the sample was not returned for evaluation. An investigation was performed at the manufacturing site into the product labeling. Per the certificate of conformance provided during the manufacturing review, the correct expiration date is 2024-02-24. However, through a labeling review performed at the manufacturing site it was determined that the qr code printed on the 120 length devices were incorrectly tied to a 3 year expiration date, instead of the correct 2 year expiration date. Therefore, the investigation is confirmed for the reported labeling issue, as the qr code printed on the packaging is populated with an incorrect expiration date. A definitive root cause could not be determined based upon the available information. Labeling review: through a labeling review performed at the manufacturing site, it was determined that the qr code printed on the 120 length devices were incorrectly tied to a 3 year expiration date, instead of the correct 2 year expiration date. Per the certificate of conformance, the correct expiration date is 2024-02-24, which matches the expiration date reported printed on the labeling by the user, but the qr code on the labeling incorrectly pulls a 3-year expiration date. H10: d4 (expiry date: 02/2024), g3. H11: h6 (method, result, conclusion). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.